Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote-follow-up, high frequency noise was observed. The patient was brought into the clinic and provocative testing was performed which showed small muscular noise; however, no lead damage was observed. No intervention was performed, the patient will be monitored and was stable.

Event description:
Further information was received indicating the lead was capped and replaced on (B)(6)2018. The patient was stable.